Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that he was chafing due to the rubbing of an electrode/wire against his skin. The patient reported that his skin was red, raw, and weeping. The patient reported that he showed the area to a nurse who advised to use medicated lotion on the area. The patient also adjusted the fit of the garment to prevent further irritation. Follow-up indicated that the irritation had improved.